Event description:
Event description cpi received information that these two leads, the endotak bipolar positive fixation lead (0056), and the endotak transvenous defibrillation lead (0062) were removed from service due to poor r/s. An endotak down-sized plus lead (0125) was implanted.